Event description:
Burned her entire stomach [thermal burn], two huge blisters popped, 2 round circles, both blistered [blister), wound was still oozing, it was painful. It hurts and it was ugly [wound secretion], stomach was going to scar [scar], used lower back and hip product for menstrual cramps, did not check skin under the heatwrap [device misuse], wanted to itch her stomach [pruritus]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back and hip) (lot number and expiration date unknown) from (B)(6) 2015 for approximately 6 to 8 hours for menstrual cramps as recommended by her physician. Medical history included gastroparesis from an unknown date and unknown if ongoing and gastrointestinal issues from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient reported using the heatwrap and it burned her entire stomach with 2 round circles that blistered. The "worst burn was the size of a nickel and the other one was half an inch to quarter of an inch in size". The patient stated when she removed the heatwrap, both blisters burst and pus was spread on the wrap. The patient reported 2 physicians looked at the blisters and told her that her stomach was going to scar. She had thrown the product away because it was filled with blood and pus. She mentioned she wanted to itch her stomach, it was like sunburn and it hurt so bad. The patient reported she did not check the skin under the heatwrap while using the product. She stated one blister healed but the other blister was still oozing, it was painful, it hurt and it was ugly. She reported she did not have any fever. The patient assessed her skin tone as white. She used the product over healthy skin and did not use any gels, rubs or creams under the wrap. The patient did not change or modify the wrap in anyway and confirmed there were no defects in the product. She did not put the wrap in the microwave and did not exercise while using the heatwrap. The patient did not apply any pressure over the wrap and did not recline for a prolonged period of time while using the heatwrap. Action taken with the suspect product was unknown. Therapeutic measures taken included neosporin applied to the blister and an unspecified antibiotic cream provided by the physician. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment based on the information provided, the events thermal burn, blisters, wound secretions, scar, pruritus, with associated device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.